Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
When removing the introducer from the patient after the procedure, the sheath hub detached above the three valves. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event of sheath tubing detachment was confirmed. The sheath tubing had been detached from the sheath hub. It was noted that the sheath tubing had been kinked. Dissection of the sheath hub and sheath tubing visual inspection revealed all components of the sheath hub and sheath tubing were present and met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tubing detachment is consistent with damage during use.